Manufacturer narrative:
(B)(4).

Event description:
Procedure type: anterior resection. According to the reporter: the instrument was fired and anastomotic legion was opened right after the firing as if no staples were in the stapler. A new instrument was used to correct the problem. There was no bleeding reported in excess of 250cc. The case was extended by more than 30 minutes. There was unanticipated tissue loss.